Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted varying amplitude morphology measurements as well as oversensing. Provocative maneuvers were unable to reproduce any signal which would indicate a system integrity issue. The s-ICD remains in service and no adverse patient effects were reported.